Event description:
During a surgical procedure, a piece of the device apparently seperated and was recovered during a subsequent procedure. No serious injury to patient reported. Disposable instrument not returned for analysis.